Event description:
It was reported by service report that the com cord end that plugs into the wall was smashed. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: damaged communication cord.